Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caregiver of the patient reported that the patient has some mental capacity issues and that they are trying to get into the clinic for reprogramming as they are having some tremors. On (B)(6) 2016 a friend or family member of the patient reported that they think the patient programmer (pp) is causing the shaking. It was stated that they believe the patient never received a pp even though records show there is one registered to them. A replacement pp was requested and sent to the patient. Indication for implant is parkinson's dual and movement disorders. Follow up information received from the healthcare provider (hcp) on (B)(6) reported that the cause of the mental capacity issues and tremors/shaking was due to the battery being dead. A replacement is planned for an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.